Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the drill bit interfered with the nail. The surgeon reported that the drill was pushed little harder as drill bit was dull and at that point the drill then misaligned. The operation was extended for ten minutes. There is no adverse consequence to the patient. This report is for an unknown nail. This report is 1 of 1 for complaint (B)(4).